Manufacturer narrative:
(B)(4). Date of event not provided, date of awareness used. If further information becomes available a follow up medwatch will be submitted. No sample or lot received.

Event description:
She advised the pleurx was not draining the patient to where he ended up having to have a thoracentesis where a lot of fluids were removed. On (B)(6) 2019: writer spoke with (B)(6), ICU rn. She states that the patient was admitted from home. The wife stated that should could not get any drainage to come out of his pleurx catheter inserted in his lung for 2 days and when she called her doctors office she was instructed to come into the hospital where he was admitted. Multiple nurses and the nurse educator also tried to perform drainage without success. The surgeon was not available for consult so the rn tried calling a bd rep as they thought the catheter was occluded. The bd rep was not available and on vacation. The decision was not to use the catheter and the following day a thoracentesis was performed to complete the patient's drainage. The patient was then transferred to the medical floor. The nurse does not have any additional information related to the patient status or outcome once he was transferred. She called primarily looking for resources to assist with a clogged catheter.